Manufacturer narrative:
E1. Zip code continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported through company representative "deflation". This record is for left side. Device was explanted.

Event description:
Healthcare professional reported through company representative "deflation". This record is for left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, d6b.